Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.